Event description:
During an in clinic follow up, the device was not able to be interrogated. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was explanted and replaced.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further evaluation of the output signal at field settings found no anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.